Event description:
Boston scientific received information that the pacemaker and non boston scientific sales right atrial (ra) lead exhibited noise that was being oversensed during the implant procedure. The boston scientific sales representative was unable to recreate noise after pocket manipulation. Boston scientific technical services (ts) discussed that discrete signals are more likely air bubbles. Additional information indicated that the cause was determined. Noise was not seen the following day at the pre-discharge check. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.